Event description:
Customer stated that his meter was giving him low blood glucose readings (75-80 mg/dl). As a result of the readings, he would eat foods with sugar. After a few days, he started experiencing symptoms of hyperglycemia, especially frequent urination. He went to the hospital where his blood glucose result was 480 mg/dl. Customer was treated with i.v. Insulin. After being released from the hospital, he returned with his meter to conduct a comparison test. His meter read 110 mg/dl, while th hospital lab result was 688 mg/dl.